Event description:
A copy of a medwatch report was forwarded to shiley from the food and drug administration which indicated that a pt with an unknown model bjork-shiley aortic heart valve had died. Based on subsequent info received from the initial reporter, the valve was identified as a bjork-shiley convexo-concave aortic heart valve. The initial reporter indicated that the event was "sudden" and the pt was pronounced dead at the hosp. An autopsy was performed which "found that the valve had come apart in the aortic. The leaflet and one strut were wedged in the aorta blocking flow."